Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported the insulin pump did not rewind. The customer stated that she could hear the motor going as if the device was rewinding, but the insulin pump did not display any notification of rewinding. The battery was removed and the customer was able to rewind the insulin pump. The customer also stated that she tried to insert the reservoir but it did not fit inside the reservoir compartment. The customer also mentioned that she has issues with the fixed prime randomly. No further info was provided.